Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/23/2016. Recurrent hernia occurred. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Date of initial surgical procedure? Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What were current symptoms following the index surgical procedure? Onset date? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How much time from initial hernia repair to hernia recurrence? Was any medical or surgical intervention performed? If so, please provide date(s) and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic abdominal incisional hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a recurrence of hernia. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 07/18/2016. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. Other relevant patient history/concomitant medications? No information. Date of initial surgical procedure? (B)(6) 2015. Product lot number? Phy1520v, jb8hlgb0. What is physicians opinion as to the etiology of or contributing factors to this event? No information. What were current symptoms following the index surgical procedure? Onset date? No information. Was the hernia repair associated with this event performed on primary or recurrent hernia? On primary. What was the defect size/type/location of the hernia associated with this event? The size of hernia is about 5cm-10cm. Mesh size and overlap? Overlap is about 3cm-5cm. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) intra abdominal. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) no information. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers: the mesh was placed with securestrap. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? No information. How much time from initial hernia repair to hernia recurrence? About 5 months. Was any medical or surgical intervention performed? If so, please provide date(s) and results. No. What is the patients current status? The patient is monitored.